Event description:
The patient had a 8.5 french dawson mueller drainage catheter was placed into a patient's gallbladder. Two days later, the external portion of the tube proximal to the valve somehow broke, supposedly on its own. Manufacturer response for french dawson mueller cholecystostomy tube, french dawson mueller 8.5 french (per site reporter): no response yet.